Event description:
It was reported that after replacing the charge-pak, the device had the service wrench, charge-pak and attention icons illuminated in the readiness display. Therefore the device could not provide defibrillation therapy if needed. It was also reported that the device emitted a strange noise and did not turn off when the off button was pushed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The customer was provided with a replacement under warranty. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Manufacturer narrative:
The device was returned to physio-control failure analysis center for further evaluation and it was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to three electrically leaky filters, designators fl9, fl10 and fl11 located on the analog pcb assembly. The customer was provided with a replacement device under warranty.